Event description:
During two (2) different endoscopic retrograde cholangiopancreatography (ercp) procedures, the physician used cook uts ultra taper sphincterotomes. They experienced problems with the orientation of either four or five (4 or 5) sphincterotomes, uts-20m. They attempted to use two (2) in one patient (subject of this report) and either two or three (2 or 3) in the other patient (see related emdr 1037905-2019-00224) but could not access the common bile duct. They thought that visually the orientation of the sphincterotomes was not right. They attempted to use a different brand device on both patients after the uts-20m failed, but could not gain access with this device either. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Continued from section e3 occupation: non-healthcare professional. Investigation evaluation: used device 1: an evaluation of the returned device confirmed the report of incorrect cutting wire orientation. The device was returned with the distal end severely bowed. During our laboratory analysis, the sphincterotome was advanced through a duodenoscope that is placed in a simulated biliary position. The duodenoscope has an accessory channel that is 4.2 mm in diameter (model number olympus tjf-160v). The catheter exited the endoscope with the cutting wire facing 3 o¿clock. The device was then bowed and the cutting wire was facing 12 o'clock (appropriate orientation is approximately 11:00 - 1:00 o'clock). The sphincterotome catheter was subjected to a close visual examination and twisting of the tubing was not observed at the distal end. A discrepancy or anomaly that could have contributed to the reported event was not observed during our laboratory analysis of the returned product. Used device 2: an evaluation of the returned device confirmed the report of incorrect cutting wire orientation. During our laboratory analysis, the sphincterotome was advanced through a duodenoscope that is placed in a simulated biliary position. The duodenoscope has an accessory channel that is 4.2 mm in diameter (model number olympus tjf-160v). The catheter exited the endoscope with the cutting wire facing 6 o¿clock. The device was then bowed and the cutting wire was facing 11 o'clock (appropriate orientation is approximately 11:00 - 1:00 o'clock). The sphincterotome catheter was subjected to a close visual examination and twisting of the tubing was not observed at the distal end. A kink was observed in the catheter approximately 110 cm from the distal end. A discrepancy or anomaly that could have contributed to the reported event was not observed during our laboratory analysis of the returned product. Sealed device: an evaluation of the returned device could not confirm the report of incorrect cutting wire orientation. During our laboratory analysis, the sphincterotome was advanced through a duodenoscope that is placed in a simulated biliary position. The duodenoscope has an accessory channel that is 4.2 mm in diameter (model number olympus tjf-160v). The catheter exited the endoscope with the cutting wire facing 12 o¿clock. The device was then bowed and the cutting wire was facing 12 o'clock (appropriate orientation is approximately 11:00 - 1:00 o'clock). The sphincterotome catheter was subjected to a close visual examination and twisting of the tubing was not observed at the distal end. A discrepancy or anomaly that could have contributed to the reported event was not observed during our laboratory analysis of the returned product. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: a definitive cause for this observation could not be determined because the actual use conditions could not be duplicated in the laboratory setting. Due to a variety of clinical conditions such as patient anatomy, endoscope position or progression of disease state, we could not reproduce the actual conditions of product usage during our laboratory analysis. This limits our ability to conclusively determine a cause. Prior to distribution, all uts precurved ultra taper sphincterotomes are subjected to a visual inspection and functional test to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Manufacturer narrative:
This correction emdr is being sent to update. Date of event and to update description of event, that was inadvertently omitted on the previous follow-up emdr. Investigation evaluation: used device 1: an evaluation of the returned device confirmed the report of incorrect cutting wire orientation. The device was returned with the distal end severely bowed. During our laboratory analysis, the sphincterotome was advanced through a duodenoscope that is placed in a simulated biliary position. The duodenoscope has an accessory channel that is 4.2 mm in diameter (model number olympus tjf-160v). The catheter exited the endoscope with the cutting wire facing 3 o¿clock. The device was then bowed and the cutting wire was facing 12 o'clock (appropriate orientation is approximately 11:00 - 1:00 o'clock). The sphincterotome catheter was subjected to a close visual examination and twisting of the tubing was not observed at the distal end. A discrepancy or anomaly that could have contributed to the reported event was not observed during our laboratory analysis of the returned product. Used device 2: an evaluation of the returned device confirmed the report of incorrect cutting wire orientation. During our laboratory analysis, the sphincterotome was advanced through a duodenoscope that is placed in a simulated biliary position. The duodenoscope has an accessory channel that is 4.2 mm in diameter (model number olympus tjf-160v). The catheter exited the endoscope with the cutting wire facing 6 o¿clock. The device was then bowed and the cutting wire was facing 11 o'clock (appropriate orientation is approximately 11:00 - 1:00 o'clock). The sphincterotome catheter was subjected to a close visual examination and twisting of the tubing was not observed at the distal end. A kink was observed in the catheter approximately 110 cm from the distal end. A discrepancy or anomaly that could have contributed to the reported event was not observed during our laboratory analysis of the returned product. Sealed device: an evaluation of the returned device could not confirm the report of incorrect cutting wire orientation. During our laboratory analysis, the sphincterotome was advanced through a duodenoscope that is placed in a simulated biliary position. The duodenoscope has an accessory channel that is 4.2 mm in diameter (model number olympus tjf-160v). The catheter exited the endoscope with the cutting wire facing 12 o¿clock. The device was then bowed and the cutting wire was facing 12 o'clock (appropriate orientation is approximately 11:00 - 1:00 o'clock). The sphincterotome catheter was subjected to a close visual examination and twisting of the tubing was not observed at the distal end. A discrepancy or anomaly that could have contributed to the reported event was not observed during our laboratory analysis of the returned product. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: a definitive cause for this observation could not be determined because the actual use conditions could not be duplicated in the laboratory setting. Due to a variety of clinical conditions such as patient anatomy, endoscope position or progression of disease state, we could not reproduce the actual conditions of product usage during our laboratory analysis. This limits our ability to conclusively determine a cause. Prior to distribution, all uts precurved ultra taper sphincterotomes are subjected to a visual inspection and functional test to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
The following was initially reported to the FDA: "during two (2) different endoscopic retrograde cholangiopancreatography (ercp) procedures, the physician used cook uts ultra taper sphincterotomes. They experienced problems with the orientation of either four or five (4 or 5) sphincterotomes, uts-20m. They attempted to use two (2) in one patient (subject of this report) and either two or three (2 or 3) in the other patient (see related emdr 1037905-2019-00224) but could not access the common bile duct. They thought that visually the orientation of the sphincterotomes was not right. They attempted to use a different brand device on both patients after the uts-20m failed, but could not gain access with this device either." Additional information was received on 29-apr-2019 regarding this report. "Patient was scheduled to have an ercp procedure for gallstone removal. The first uts-20m was opened and advanced down the olympus duodenoscope. It was extended approximately 5 cm out of the scope, when it was bowed it was noticed the orientation was incorrect so cannulation was not attempted and it was removed from the scope. A second uts-20m was opened and advanced down the scope, again when it was bowed orientation was noticed to be incorrect so it was removed. A third uts-20m was opened and observed to be of incorrect orientation as soon as the wire stylet was removed. It was not advanced down the scope. The procedure then continued with another manufacturer's papillotome, but cannulation was not successful due to the patients anatomy. "Additional information was received on 13-may-2019. The quantities provided were two (2) used, one (1) prior to use, and one (1) unused sphincterotomes (subject of this report). The quantities provided were one (1) prior to use and two (2) unused sphincterotomes (see related emdr 1037905-2019-00224). A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Occupation: non-healthcare professional. Investigation evaluation: a product evaluation was not performed in response to this report because the product said to be involved was not provided to cook for evaluation. The report could not be confirmed. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: we could not conduct a complete investigation because the product said to be involved was not returned for evaluation. A definitive cause for the reported observation could not be determined. Prior to distribution, all uts precurved ultra taper sphincterotomes are subjected to a visual inspection and functional test to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted. Corrective action is currently being assessed and a follow up report will be sent. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
During two (2) different endoscopic retrograde cholangiopancreatography (ercp) procedures, the physician used cook uts ultra taper sphincterotomes. They experienced problems with the orientation of either four or five (4 or 5) sphincterotomes, uts-20m. They attempted to use two (2) in one patient (subject of this report) and either two or three (2 or 3) in the other patient (see related emdr 1037905-2019-00224) but could not access the common bile duct. They thought that visually the orientation of the sphincterotomes was not right. They attempted to use a different brand device on both patients after the uts-20m failed, but could not gain access with this device either. Our attempts to collect additional information regarding patient outcome were unsuccessful. While the complainant did not specify if the patient experienced any adverse effects or required additional medical procedures due to this event, the information able to be collected does not reasonably suggest the patient was adversely impacted.